Manufacturer narrative:
One medfusion pump was received with the right plunger case badly cracked and a cracked bottom case by the l-bracket. The event history log was reviewed and there was a force sensor bridge test in the history. The power up process and a check and test of the force sensor were conducted. The reported issue was unable to be duplicated. All force values were in specification and the pump calibrates as normal. The cause of the reported issue was unable to be determined since no damage was found to the force sensor or plunger cable. The force sensor and plunger cable will be replaced as a preventative measure.

Event description:
Information was received indicating that a smiths medical medfusion pump failed force sensor bridge test and could not calibrate. There was no reported adverse event.